Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received sample and three (3) photos for investigation. The photos were reviewed and the indicated failure mode for foreign matter (fm) on the cannula was observed. The sample was sent to franklin lakes for 'fourier-transform infrared spectroscopy (ftir)' analysis. Bd was able to determine from the ftir analysis that the fm closely resembles needle hub material and needle lubricant. Additionally, fifteen (15) retention samples from bd inventory, were evaluated by visual examination and the issue of fm on the cannula was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode

Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle there was foreign matter on device cannula/needle or any fluid path component. The following information was provided by the initial reporter. The customer stated: there was "green plastic debris on the end of needle."